Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient  is staying "stimulated constantly" the past couple of days. Pt stated she is not sure if she is doing it wrong but she doesn't know if she is doing something wrong. Pt clarified that she cannot get her stimulation sensation to turn down and her ins battery is staying charged @ 100% and not decreasing. Pt is connected to the ins with the controller. Pt verified the controller battery is 100%. The ins is 100%. Pt verified her ins is on. Group a is active pt stated she never shuts the ins off. Pt did decrease her stimulation from 2.6 down to 1.0 but she said the sensation still feels strong and does not fade. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt stated she has an appt with dr (B)(6) @ 2pm hcp office told pt to contact medtronic. Pss is sending a message to the field about pt call and appt.